Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported expiration independent of treatment with the device. A supplemental medwatch report will be submitted upon completion of the investigation. The related mdrs 2937457-2014-00993 and 1225714-2014-04145.

Event description:
It was reported to fresenius medical care (B)(4) that a home hemodialysis patient passed away. The device was not in use at the time of his death. Follow up with the nurse confirmed that the patient passed away in the evening on (B)(6) 2014 and he had his last home hemodialysis treatment at night on (B)(6) 2014. The nurse will not confirm the cause of death. There is no allegation of malfunction against the device.